Manufacturer narrative:
Initial MDR 2517506-2020-00338 was filed 24-nov-2020. Additional information (07-dec-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. The issue occurred after the instrument loci reader module was replaced on (B)(6) 2020 according to routine service procedures. The instrument data shows that while the calibration of the tni assay was performed following the replacement of the loci reader module, the calibration was not accepted/put into use until (B)(6) 2020 at 14:20p. The use of the calibration factors from the calibrations on the old loci reader with the signal generated by the new loci reader caused the falsely elevated patient result reported by the customer. Thei ssue was resolved when the tni assay calibration was accepted applying the appropriate calibration factors to instrument signal to generate the correct analyte result. The cause of the issue was user error in not accepting/finalizing the calibration of the cardiac troponin I assay as per the instructions in the dimension exl 200 operators guide. The issue was resolved by accepting the calibration. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted a siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension® exl¿ 200 integrated chemistry system. The initial result was not reported to the physician. The sample was reprocessed on an alternate non-siemens system producing a lower result. The result from the non-siemens system were reported as the correct result. There are no known reports of patient intervention or adverse health consequences due to the elevated tni result.